Event description:
Boston scientific received information that this patient had experienced two syncopal episodes. The first episode occurred in (B)(6) 2011 and the second was in (B)(6) 2011. Following the second syncopal event, the patient went to the hospital and a device interrogation was performed. The caller could not find (B)(6) episode and he was wondering if device interrogation would have deleted the episode.

Manufacturer narrative:
A boston scientific technical services consultant performed troubleshooting with the caller and determined the episode had been overwritten as there have been fifty episodes since that one. The consultant discussed viewing counter options with the caller. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.